Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: component codes added 451-electrodes. H6: impact code added to 4648 - insufficient information. H6: clinical code added to 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221- no findings available. H6: investigation conclusions code added to 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the patient who stated the 63b electrodes can only be worn for one hour. The second day the skin gets irritated with big oozing blisters. The patient tried doing the time test 3 times. The skin irritation is right under the electrodes, the electrodes were changed and rotated daily. The area is clean with alcohol wipes and adhesive remover, soap and water. The patient has sensitive skin, is allergic to penicillin. Bengay causes blisters. No new product. The patient does not take blood pressure medication. 63b electrodes lot #020001. The patient stated that he cannot wear them, and has an appointment on (B)(6) 2021. Patient was advised to contact the doctor. Sending usps pouch to the patient. It was later reported that the patient spoke the doctor who advised him to use hydrocortisone and that is clearing his skin up, he also sent back the 63b electrodes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will be returned for analysis. An investigation of the reported event is in progress. Once the investigation is complete a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient who stated the 63b electrodes can only be worn for one hour. The second day the skin gets irritated with big oozing blisters. The patient tried doing the time test 3 times. The skin irritation is right under the electrodes, the electrodes were changed and rotated daily. The area is clean with alcohol wipes and adhesive remover, soap and water. The patient has sensitive skin, is allergic to penicillin. Bengay causes blisters. No new product. The patient does not take blood pressure medication. 63b electrodes lot # (B)(4). The patient stated that he cannot wear them, and has an appointment on (B)(6) 2021. Patient was advised to contact the doctor. Sending usps pouch to the patient. It was later reported that the patient spoke the doctor who advised him to use hydrocortisone and that is clearing his skin up, he also sent back the 63b electrodes.